Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a "keening sound". A probable cause of the "keening sound" may be blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. When the device makes contact with metal or plastic when activated, a squeal noise may be heard. As the blade was scratched, which is evidence of metal contact, it is possible that the noise heard could have been when the device made contact with another metal instrument. The device was functionally tested with a generator and an error code 5 (instrument error) was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during an open gastrectomy, an error sound was heard when the device intended to be used after a while from the 1st actuation. The device was reset and the generator (gen04) was restarted, but a keening noise was heard from the generator. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.